Event description:
It was reported a patient had a break in aseptic technique further described as touch contamination and the patient not wearing a mask during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was hospitalized for this event. The patient was treated with vancomycin (dosage, route, and frequency not reported). The cause of the peritonitis was the break in aseptic technique. The patient was retrained in proper aseptic technique. The patient's catheter was also changed during the hospitalization on an unknown date. The patient was discharged from the hospital on an unknown date and is recovering from this event. Pd therapy was discontinued on an unknown date. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.